Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited suspected, intermittent under-sensing during recorded episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.